Event description:
It was discovered that four mid-face plates broke after implantation in a patient, and a revision surgery was required.

Manufacturer narrative:
Complaint (B)(4): in the related ti 4975 / 18, it was stated: ¿(¿) one ¿ l plate, 100 degree, 8mm bar, right, gsp, 6 hole, midface - broke postoperatively and was returned in order to determine the root cause of the failure. The sample was examined regarding its dimensions, chemical composition (edx analysis) and by light and scanning electron mi-croscopy. The (measurable) dimensions are in accordance with the specification. The chemical composition conforms to the specification of ti grade 4. The investigation shows that the plate broke in forced rupture mode by exceeding the material strength after a few cycles under partially very high forces. The plastic deformation with material bulging next to the breakage areas pointed to too high forces which acted on the plate during the application. The investigation with sem shows on the fractured surface the appearance of a forced rupture with secondary cracks. The root cause of the failure could have been one or repeated powerful dynamically overload of the fracture area of the plate. Indications for material or manufacturing related problems were not found in this investigation. (¿)¿

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was discovered that four mid-face plates broke after implantation in a patient, and a revision surgery was required.